Event description:
Caller reported alarm 01, and there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The caller was instructed by technical support to load a second, new cartridge, with which the caller successfully resumed insulin delivery. The original cartridge was available for return, and technical support initiated the return process.